Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: reasonably known information suggests probable causes such as electrical problems like electrical/electronic component problem. These causes can occur between components such as circuit board and cable/electrical without any design or manufacturing issue. That could lead to malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the electrosurgical generator esg-400, displayed error e433. The issue occurred during preparation for use. There were no reports of patient harm.